Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) displayed an error message when it was powered on. Another epg was used. Technical services (ts) had the caller remove the battery and the error message cleared. Ts also explained the error, how it occured and how to clear the error message. The epg was placed back in service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) displayed an error message when it was powered on. Another epg was used. Technical services (ts) had the caller remove the battery and the error message cleared. Ts also explained the error, how it occurred and how to clear the error message. The epg was placed back in service. No patient complications have been reported as a result of this event.